Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump alarmed motor error. Customer stated that they removed the battery for four days and when they inserted a new battery the insulin pump did not respond. It was noted that the insulin pump was beeping, however the display was blank. Customer's blood glucose reading was noted to be 8 mmol/l.